Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an electrical shock when a nurse touched the unlock button. This event had the potential to cause death or serious injury. It is unknown when this condition occurred or if a patient was involved. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The condition for a colleague infusion pump that provided an electric shock was not confirmed and not duplicated during product evaluation. The device passed all electrical safety testing. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 8.11.00.